Event description:
Leaking valve ports 1, 2, 5, 8 in the exactamix 2400 valve sets resulting in unintended ingredient transfer into the compounded admixture when the exactamix compounder is pumping and moving fluid through the common fluid pathway. Baxter issued an urgent medical device correction on 7/14/2022 documenting the leak and recommended users omit the use of ports 1-4, and only use ports 5-24 for the ingredients on the compounder; however, we found failures of ports 5 and 8 during the course of normal use. FDA safety report ID# (B)(4).